Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) spoke with the patient two days later, and obtained the following information. The patient reported that the alleged power issue began on the morning of the event date. As a result of the issue, the patient claimed she continued to take her daily evening dose of lantus insulin (40 units); however, stopped taking her humalog insulin during the day. The patient stated that she only takes the humalog insulin on a sliding scale if her blood glucose is above 140 mg/dl. Approximately 3 hours after the alleged issue began, the patient reported developing symptoms of feeling sweaty and "not well." The patient did not know if the symptoms were suggestive of a high or low blood glucose, and therefore did not take any specific action to treat the symptoms. The patient reported that the symptoms lasted approximately 1-1/2 hours and disappeared without any type of treatment. At the time of troubleshooting, the customer care advocate noted there was no known trauma to the subject meter and that the patient replaced the meter's batteries as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.